Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's monitor board and activity logs were returned. Evaluation of the monitor board was not replicated or confirmed. Review of the activity logs did not find evidence to support the reported event. No trend is associated with reports of this type.